Event description:
It was reported that the retaining hex driver was not disengaging as intended while placing an implant. The dr was able to complete the procedure using a hemostat to assist with completion of implant placement.. There was no report of patient injury or surgical delay.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the retaining hex driver was not disengaging as intended while placing an implant. The dr was able to complete the procedure using a hemostat to assist with completion of implant placement.. There was no report of patient injury or surgical delay. Yes, evaluation summary attached. Device MFR date: 29 apr 2014. Manufacturer narrative. The reported device was received for evaluation. Visual inspection of the as returned product identified damage at the hex tip. Functional testing was performed for the returned product and it was determined that the hex feature did become stuck to mating implants tried into the drive feature. The reported condition of, "the retaining hex driver was not disengaging as intended while placing an implant" was confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar cause and no other complaints were identified. A definitive root cause for the reported event could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following information is unknown at the time of this report: date of event: unknown. Device manufacture date: unknown. The reported device has been received. The investigation has not yet begun. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that the retaining hex driver (rhl2.5) was not disengaging as intended while placing an implant. The dr was able to complete the procedure using a hemostat. There was no report of patient injury or surgical delay.